Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 06 and 07 september 2021. [Additional information]: the healthcare professional reported that the patient underwent mechanical thrombectomy with the target occlusion in the m1 segment of the right middle cerebral artery (mca) using a 5mm x 33mm embotrap ii revascularization device (et009533 / unknown lot number); the patient experienced mild bleeding at the m2 segment following the procedure. Post-procedural computed tomography (CT) imaging detected the hemorrhage; in the judgement of the treating physician, the hemorrhage was not associated with deterioration in the patient¿s neurologic condition. The first two passes were made with a 4mmx40mm solitaire¿ stent retriever (medtronic), react¿ 71 catheter (medtronic), and phenom¿ 27 microcatheter (medtronic). Some of the thrombus was removed, but recanalization was not achieved, therefore, the physician used the embotrap ii device for two additional passes. The device was deployed between the m2 and m3 segments and removed with the aspiration catheter as a unit. Complete perfusion thrombolysis in cerebral infarction (tici) score of 3 was confirmed. However, CT imaging performed after the procedure showed a little bleeding at the m2 segment. The patient¿s neurological symptoms were severe at baseline but had improved with the recanalization of the target vessel. It was reported that the embotrap ii device is not available to be returned for investigation. On 06 september 2021, additional information was received. The information indicated that after confirmation of hemorrhage, hemostasis measures were taken with medications, etc. Hospitalization was not prolonged due to the hemorrhage. The physician commented that, ¿since it was a thin m2 vessel, it might have broken a small penetrating stab by being pulled when pulling the complaint embotrap ii.¿ on 07 september 2021, additional information was received. The information indicated that procedural films / angiographies are not available. The physician commented that the ¿embotrap device may have damaged a perforating branch while being withdrawn but unknown.¿ hemostasis treatment was made by adjustment of medications required to address the bleed. There was no extension of hospitalization due to the hemorrhage. Hemorrhage secondary to vessel trauma or injury is a well-known extensively documented potential complication associated with the embotrap ii revascularization device and is listed in the instructions for use (IFU) as such. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported hemorrhage. However, there are clinical and procedural factors such as vessel characteristics, clot burden, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. Since the relationship of the device to the reported hemorrhage cannot be clearly established, the event meets MDR reporting criteria with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter phone and email address are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that the patient underwent mechanical thrombectomy with the target occlusion in the m1 segment of the right middle cerebral artery (mca) using a 5mm x 33mm embotrap ii revascularization device (et009533 / unknown lot number); the patient experienced mild bleeding at the m2 segment following the procedure. Post-procedural computed tomography (CT) imaging detected the hemorrhage; in the judgement of the treating physician, the hemorrhage was not associated with deterioration in the patient¿s neurologic condition. The first two passes were made with a 4mmx40mm solitaire¿ stent retriever (medtronic), react¿ 71 catheter (medtronic), and phenom¿ 27 microcatheter (medtronic). Some of the thrombus was removed, but recanalization was not achieved, therefore, the physician used the embotrap ii device for two additional passes. The device was deployed between the m2 and m3 segments and removed with the aspiration catheter as a unit. Complete perfusion thrombolysis in cerebral infarction (tici) score of 3 was confirmed. However, CT imaging performed after the procedure showed a little bleeding at the m2 segment. The patient¿s neurological symptoms were severe at baseline but had improved with the recanalization of the target vessel. It was reported that the embotrap ii device is not available to be returned for investigation. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage secondary to vessel trauma or injury is a well-known extensively documented potential complication associated with the embotrap ii revascularization device and is listed in the instructions for use (IFU) as such. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported hemorrhage. However, there are clinical and procedural factors such as vessel characteristics, clot burden, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. Since the relationship of the device to the reported hemorrhage cannot be clearly established, the event meets MDR reporting criteria with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient underwent mechanical thrombectomy with the target occlusion in the m1 segment of the right middle cerebral artery (mca) using a 5mm x 33mm embotrap ii revascularization device (et009533 / unknown lot number); the patient experienced mild bleeding at the m2 segment following the procedure. Post-procedural computed tomography (CT) imaging detected the hemorrhage; in the judgement of the treating physician, the hemorrhage was not associated with deterioration in the patient¿s neurologic condition. The first two passes were made with a 4mmx40mm solitaire¿ stent retriever (medtronic), react¿ 71 catheter (medtronic), and phenom¿ 27 microcatheter (medtronic). Some of the thrombus was removed, but recanalization was not achieved, therefore, the physician used the embotrap ii device for two additional passes. The device was deployed between the m2 and m3 segments and removed with the aspiration catheter as a unit. Complete perfusion thrombolysis in cerebral infarction (tici) score of 3 was confirmed. However, CT imaging performed after the procedure showed a little bleeding at the m2 segment. The patient¿s neurological symptoms were severe at baseline but had improved with the recanalization of the target vessel. It was reported that the embotrap ii device is not available to be returned for investigation.